Event description:
The customer initially reported that the device provided a regrasp alarm, indicating that the tissue in the jaw was too thick. The device was returned and a visual inspection revealed that a snap pin was missing and not returned.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.